Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump's (iabp) fiber optic sensor failed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Tested fiber optics with test equipment. Test failed, no waveforms shown. As per service manual replaced fiber optic cable (0012-00-1808). Test fiber optic with test equipment. Test now passes with waveforms. Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.